Event description:
Reportable based on analysis completed on (B)(4) 2013.   It was reported that during a percutaneous transluminal coronary angioplasty, difficulty crossing the lesion occurred.   Vascular access was obtained via the femoral artery. The 90% restenosed, 20mm in length, 2.25mm in diameter, concentric and de novo target lesion being treated was located in the non-calcified and moderately tortuous left circumflex artery with greater than 45 bend . The lesion was predilated using an unspecified balloon catheter. The 20 x 2.25mm taxus liberte stent could not cross the lesion. No patient complications were reported and the patient's status was stable.   However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) with stent and the carrier tube (hoop), product mandrel and balloon protector. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. The proximal end of the stent was damaged with multiple rows of struts bent, flared and overlapping. The hypotube was kinked 27cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).